Event description:
Related to MFR report #2183959-2011-00263. On (B)(6) 2011, a miniarc sling was implanted for incontinence. Additional info received indicates that on (B)(6) 2011, the pt underwent "extirpation" of very small areas of mesh erosion. The pt is reported to be doing well.

Manufacturer narrative:
Should additional info becomes available regarding this event, it will be re-evaluated and a follow-up report will be sent.